Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that approximately two and a half months post implantation of the lvad, the patient was experiencing low flow alarms and as a result, the hospital made a decision to exchange the patient's lvad due to possible thrombus in the pump. The lvad was successfully exchanged and the patient remains ongoing without any further issue reported.